Event description:
A surgeon reported poor aspiration and air leaking during a procedure. The probe was removed from the eye and cleaned by aspirating balanced salt solution (bhss+). The aspiration started working; however, the air leak was still present. The air was leaking from the auto stopcock and bubbles were observed in the infusion line. The dr stated that the bubbles were disturbing. The case was completed without harm to the pt.

Manufacturer narrative:
Complaint eval performed on the returned probe resulted in the following: visual inspection: the probe was determined to be non conforming due to a severely bent needle at the needle/stiffener interface (unrelated to the aspiration/bubbles issue). Functional test: the probe was determined to be conforming to aspiration requirements; unconfirmed for the reported "bubbles." An attempt was made to disassemble the probe and inspect the components. Since the needle was kinked, the inner cutter could not be extracted from the outer needle. The device history records for the component lots were reviewed. The associated lots (two) were released based on the MFR's acceptance criteria. The used returned sample was visually inspected. It was noted that only the infusion tubing, infusion cannula, and 3-way stop cock were returned. The console with software version 2.01.10 and the console with software version 2.02.60 were used to test the sample after all missing components had been replaced by those from the lab stock. The sample could prime and pass iop calibration successfully. The value of 120 mmhg proportional reflux, 650 mmhg extrusion, and 5000 cpm cut rate, displayed on the progress bar. Fluid was able to flow from the bss bottle to the drain bag. The infusion pressure was within specification. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) mode was on, only air was introduced from the cassette to the infusion line. No bubble was observed in various settings in all vitrectomy sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No leakage was observed on the auto stopcock. Cleaning process was able to be performed after functional test had completed. The sample passed the functional/performance test. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the third complaint for the finish goods lot; however, the first for this issue. The order was built and released per specification. The customer also returned a dvd, the dvd was reviewed and bubbles could be seen exiting from the probe's port during the initial stages of surgery. The bubbles entered the pt's eye. The root cause is unk. The product conforms to aspiration requirements and no bubbles were observed during testing. Bent needle was unrelated to the complaint. It is unk how or when the needle became bent. A bend this obvious would have been detected during assembly and testing. The root cause of the bubbles entering the eye from the probes port is not known. (B)(4).